Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The patient's baseline weight was provided. The etiology was updated to related to the neurostimulator recharge process. The device diagnosis was updated to the neurostimulator being unable to recharge. The patient reported having to recharge every day. Additional information was received from the healthcare professional. It was reported that the patient had to charge very other day. The patient was not getting pain relief. The device diagnosis was updated to not applicable. Additional information was received from the healthcare professional. The etiology was updated to related to the recharge process and patient usability issues. The patient had physical difficulties with recharging and cognitive difficulties with recharging. The device diagnosis was updated to the device not holding a charge, and the clinical diagnosis was updated to a return of chronic back pain. Additional information was received from the healthcare professional. It was reported that it was probably a recharging technique issue. The issue corrected after the visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. Per the doctor, the patient was not charging properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the pain was not well managed with spinal cord stimulation. The patient has to charge every other day, and the relief the patient gets is not enough. The device was reprogrammed on (B)(6) 2017 and the event resolved without sequelae. The clinical diagnosis was chronic back pain and the device diagnosis was not applicable. The event was related to the device or therapy, was not related to the implant procedure, and had an unknown relationship to the recharge process.